Event description:
It was reported by the rep that (1) 355ld was used during a laparoscopic nissen procedure. It was reported that the seal tore during the case and leaked gas profusely. The case was completed with another device and with no pt consequence.